Manufacturer narrative:
Integra has completed their internal investigation on december 08, 2017. Failure analysis cannot be performed at this time, because the product has not been returned for evaluation. Device history record review cannot be performed at this time - as no serial number or lot# have been provided. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause is not determined at this time.

Event description:
It was reported that there was a mayfield infinity skull clamp slip on a female patient. Patient injury was alleged and an unspecified revision or medical intervention was required. There was a delay in surgery for 25 minutes due to product problem. Additional request for information has been sent.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, unit did not slip. General maintenance and cleaning required. The complaint was not confirmed. Root cause analysis is undetermined at this time.